Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the coating of the inside of the cartridge was adhered to the iol when using which was found after implantation. It was removed from the eye by irrigation and aspiration. There was no problem. The surgery was completed without product replacement on the same day. Additional information has been requested.

Manufacturer narrative:
Information stated this occurred with the use of non-company lenses. It is unknown if a qualified handpiece and viscoelastic were used. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified handpiece and viscoelastic were used. Information stated this occurred with the use of non-company lenses. Company iol (intraocular lens) is now also being used, and this defect has not occurred. Per the IFU(instructions for use): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).